Event description:
It was reported that a surgeon revised a patient¿s recalled cup liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted liner is not available for return. It was requested but was sent to pathology. No device images were obtained. No further information.